Manufacturer narrative:
Patient information was not provided by the surgeon. No procode, common device name, UDI and/or 510(k) provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. Unable to replicate reported event.

Event description:
A medtronic representative reported that during a navigated cranial resection procedure, the stealthstation system became unresponsive. Reportedly, it occurred when the micro communication cable was unplugged and plugged back. After the event, the procedure was completed without using the navigation system. No patient harm occurred.